Manufacturer narrative:
The technician found the left foot brake caster is faulty. The technician replaced the left foot brake caster to resolve the issue.

Event description:
Technician alleged the left foot brake caster is ratcheting while in brake mode. No pt impact.